Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1 centimeter in size and located in the right upper lobe very close to the pleura. A radial ultrasound bronchoscopy (rebus) probe was utilized to localize the lesion. The procedure was completed as planned with no delays. After the procedure, a chest x-ray was performed and detected the pneumothorax; a chest tube was placed to resolve it. The pneumothorax resolved the next day, so the chest tube was removed. The patient was discharged 48 hours after the procedure. The physician reported that the pneumothorax was not ion-related, and it would have likely occurred via another modality. There was no device malfunction associated with the event.